Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the threads of the battery cap were stripped. Reportedly, moisture was evident in the battery compartment. Also, the yellow o-ring of the battery cap was visible at the time of the power interruption. Allegedly, the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/15/2014 with the following findings: an inexplicable power reboot event, which is indicative of the reported event, was observed in the black box data from the day before the alert date. The threads of the battery cap were damaged, and the battery cap could not properly fasten to the pump per the instructions for use (IFU). Also, the battery compartment was cracked in the thread area. Evidence of moisture ingress was observed inside of the battery compartment and on the underside of the battery cap. The pump powered on with the returned battery cap installed. The pump failed a leak test due to the aforementioned battery compartment damage. The pump was exercised for 24 hours, and no power-related events were observed; the reported event was not duplicated. The pump case was removed, and no further evidence of moisture ingress was observed. The relation of the aforementioned device failures to the reported event could not be determined, as the reported event was not duplicated during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.